Manufacturer narrative:
(B)(4). The filter has been received and decontaminated. Per the sample decontamination photographs received there appeared to be evidence that blood leaked through the filter media at the top of the filter. The sample was pressure tested to 600 mmhg and placed in a water bath. There were no leaks detected from the filter. A review of the DHR could not been conducted because the convenience kit lot number was not provided by the customer. Further evaluation will be conducted by our supplier. (B)(4). The production identifiers are not available since the convenience kit lot number was not provided.

Event description:
Customer reported that the leukocyte filter leaked from the top. This resulted in approximately 200 cc blood loss. The perfusionist mitigated the issue by clamping out (isolating) the leukocyte filter from the circuit, and continued the case. There was no delay to the procedure and the case finished without any further issue. Additionally the patient did not receive a blood transfusion as a result of the blood loss.

Manufacturer narrative:
Based on the evaluation of the supplier, they tested the filter and confirmed the reported defect as a leak was observed from the autovent during priming. Upon further investigation, the supplier determined that the most likely cause for the leak was a hole or damaged to the vent media disc. In april 2015 the supplier implemented the use of a leak tester to detect media deviations (such as a pin hole) which would have most likely detected the defect in the reported item during manufacturing. Due to the fact that the lot number of the reported pack is unknown, the lot number of the filter could also not be determined and therefore the supplier was unable to review the manufacturing records for the filter. Based on this, the supplier has determined that the implicated filter was most likely manufactured prior to the introduction of the leak tester. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.